Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with a lowest recorded blood glucose of 59 mg/dl and an event duration of approximately 20 minutes; the caregiver suspected that the system corrected a prior hyperglycemia leading to the low, and the event was managed with oral carbohydrates including lunch, granola bars, and fruit snacks. Symptoms included low blood glucose without loss of consciousness, dizziness, or other acute clinical effects. Outcomes included temporary hypoglycemia that resolved with oral intake and did not require medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed an undetermined cause with no device alarms reported and no evidence of device malfunction based on available information. It was concluded that the event was user-managed, cause remained unclear, and no additional corrective action was indicated at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.